Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the doctor had a problem with using the tube on a small child. The tube kinked during insertion. The patient was re-intubated (inspiration/expiration interrupted). The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The review of the manufacturing documentation of lot 16171 showed no manufacturing errors during any step of the production process. The sample was returned for evaluation. A visual exam was performed and no discoloration, missing parts, or design irregularities were found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. In the area of the laser guard foil the tube showed application-related signs of usage and partial tears at the coating. The used intubation stylet was also returned with the complaint sample. The inner and outer diameter of the tube shaft was measured and found to be within specification. The shore hardness as well as the wall thickness of the tube were measured at nine different positions of the tube shafts and were found to be within the specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges that the doctor had a problem with using the tube on a small child. The tube kinked during insertion. The patient was re-intubated (inspiration/expiration interrupted). The patient's condition is reported as fine.